Event description:
The insulation ceramic is scorched and cracked on side of the electrode.

Manufacturer narrative:
A superficial damage on the underside edge of the ceramic insulation tip at the distal end of the resection sheath could be observed during investigation. Small pieces of the ceramic material have chipped-off from the insulations surface. There has been no info provided that the defect occurred during the procedure and a pt has been put at risk. However, it cannot be excluded and this report is being submitted in an abundance of caution.